Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a rectal procedure, after used 20 minutes, alarm sound was detected, removed the blade from patient, and noted titanium tip was broken. Changed to another one to complete surgery. No additional information can be provided and patient consequence was not reported.